Event description:
It was reported that the doctor was inserting a 13mm aero al implant with the slide inserter. As the doctor was turning the silver t-handle of the slide, the inner inserter cold welded into the blue handle of the slide inserter. The doctor unthreaded the implant and inserted it freehand because the inserter was cold welded. Therefore the doctor put one anchor in and buttress screws over the implant. The surgery was delayed about 5 minutes.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: inspection results compared with previous material analysis showed thread flanks on the same side, which indicates damages due to overloading during insertion. Conclusion: the plausible root cause of the reported event based on the visual analysis is likely due to the overloading during insertion.

Event description:
It was reported that the dr. Was inserting a 13mm aero al implant with the slide inserter. As the dr. Was turning the silver t-handle of the slide, the inner inserter cold welded into the blue handle of the slide inserter. The dr. Unthreaded the implant and inserted it freehand because the inserter was cold welded. Therefore the dr. Put one anchor in and buttress screws over the implant. The surgery was delayed about 5 minutes.